Event description:
It was reported on (B)(6) 2025 a 16-14mm amplatzer duct occluder was selected for implant using an 8f non-abbott delivery sheath. During implant the occluder took on a cobra shape. The occluder re-sheathed and re-deployed twice, however the unusual shape remained. The occluder was not released from the delivery cable. The occluder was removed from the patient. There were no interactions with cardiac structures. There were no angulations or kinks noted on the delivery sheath. The patient remained hemodynamically stable throughout the procedure. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device was visually observed, nitinol wires at the distal disk were noted to be bent. Due to this the functional testing was precluded. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on (B)(6) 2025 a 16-14mm amplatzer duct occluder was selected for implant using an 8f non-abbott delivery sheath. During implant the occluder took on a cobra shape. The occluder re-sheathed and re-deployed twice, however the unusual shape remained. The occluder was not released from the delivery cable. The occluder was removed from the patient. There were no interactions with cardiac structures. There were no angulations or kinks noted on the delivery sheath. The patient remained hemodynamically stable throughout the procedure. There were no adverse effects to the patient. The patient status was stable.